Event description:
An investigation has confirmed that clinical chemistry iron/magnesium calibrator, lot number 54187m200 generated out of range low quality control results with multiple magnesium reagent lots. Abbott identified that a data transfer error occurred and an incorrect mag cal 2 calibrator value (3.2 meq/l rather than 3.7 meq/l) was provided by the OEM manufacturer for lot#54187m200. The error within the iron/magnesium calibrator value sheet impacts the product labeling for the calibrator. As a result, pt results above 0.8 meq/l are reduced by 17.24% when the incorrect value is used for the calibration. There have been no injuries associated with this issue. The clinical chemistry iron/magnesium calibrator, lot #54187m200 was placed on world wide quality hold on march 20, 2008. A product corrections has been issued and reported under 21cfr806.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.